Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse rebuilt the precision pump and replaced the main pipettor, aspirate probes, and peristaltic pump tubing connected to the aspirate probes to resolve the issue. After the repairs, the system was verified with a system check, high sensitivity (hs) system check, and precision run. All verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a system malfunction, although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for four (4) patients. The sample from the first patient (designated as patient one (1)) was reanalyzed in triplicate using the same access 2 immunoassay system and lower results, within the laboratory's normal reference range, were obtained. The samples from three (3) additional patients (designated as patients two (2) through four (4)) were reanalyzed in duplicate using the same access 2 immunoassay system and results, both within and above the laboratory's normal reference range, were obtained. The customer stated the laboratory only reported results they determined to be correct. The customer stated there was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) recovery was within the customer's established ranges prior to the event. The customer completed a system check and a precision run using the low level access accutni+3 qc after the event. The results of the system check passed within published performance specifications, however; the precision run results were outside of published access accutni+3 performance specifications. The samples were collected in a lithium heparin plasma tubes. Samples were centrifuged for five (5) minutes at 5100 rpm (revolutions per minute) at room temperature. No sample integrity issues were noted by the customer.a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.